Event description:
This pi is for the closed reduction performed in the emergency room in (B)(6) 2020. No stryker reps were present for the procedure. It was reported that the patient's right hip was revised. Patient dislocated in (B)(6) 2020 and a closed reduction was performed in the emergency room. Patient dislocated again in (B)(6) 2020, could not be closed reduced, and was revised. Intra-operatively, the femoral head was observed to be dissociated from the adm/ mdm poly insert. Surgeon reported the reason the patient was dislocating was performing 'extreme yoga' involving 90° flexion and 90° external rotation. Rep can provide pictures of the explants and confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Reported event: an event regarding revision due to disassociation between adm liner and metal head was reported. The event was not confirmed. Method & results: device evaluation and results: the reported device was not returned however photographs were provided for review. The photographs show a recently explanted device with nothing remarkable to report. Clinical review: no medical records were received for review with a clinical consultant. Product history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that a closed reduction was performed for disassociation between adm liner and metal head was performed. The exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There has been one other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This pi is for the closed reduction performed in the ER in (B)(6) 2020. No stryker reps were present for the procedure. It was reported that the patient's right hip was revised. Patient dislocated in (B)(6) 2020 and a closed reduction was performed in the ER. Patient dislocated again in (B)(6) 2020, could not be closed reduced, and was revised. Intra-operatively, the femoral head was observed to be dissociated from the adm/ mdm poly insert. Surgeon reported the reason the patient was dislocating was performing 'extreme yoga' involving 90° flexion and 90° external rotation. Rep can provide pictures of the explants and confirmed that no further information will be released by the hospital or surgeon.